Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported that the subject device exhibited poor image with purple lines on the screen. The issue occurred during preparation for use prior to sedation for an unknown procedure. There was no patient impact, no harm reported due to the event .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, g3, h2, h3, h6, and h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty ccd. Moreover, findings of a failed leak test due to a puncture on the cable were discovered. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 12 as per IFU. "If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." Reference page 19 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device exhibited poor image with purple lines on the screen. The issue occurred during preparation for use/prior to sedation for an unknown procedure. There was no patient impact, no harm reported due to the event .